Event description:
Without knowing about a recall, I took an at home inr test that resulted in an extremely high test result. I almost tried to reverse it by eating different and or not taking my coumadin medication. I'm still not sure what to do except what I would normally do. I took the test in the evening when no nurse is around to help me decide what to do for tonight. I normally take my medication in the evening and I don¿t know if the result is accurate. I just happened to open a boxed delivery of new test strips with a recall notice again after I already took the test. This may now cause me more expense to go to the dr to find out what my real results are with the new test strips that were sent. Four short of what I had already paid for by the way.